Event description:
The patient had not experienced any further alarms after the patient cable was exchanged.

Manufacturer narrative:
Section e: (B)(6). Manufacturer's investigation conclusion: review of the device history record for the 14-volt patient cable, lot number 11019081403, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the patient cable, and to obtain replacements if needed. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of an intermittent alarm was not confirmed; however, the reported event of bent pins within the patient cable¿s 16-pin lemo connector was confirmed, as this damage was observed upon the cable¿s arrival. The returned patient cable¿s (lot number 11019081403) damaged pins correlated to its battery gauge (rsoc), its voltage output, and one of its negative power lines. The pins were straightened back into place in order to conduct testing. The patient cable was functionally tested and was found to perform as intended with straightened pins, and atypical events were unable to be reproduced throughout all testing even when the patient cable was manipulated by hand. No log files were associated with the reported event. Although the cable functioned as intended throughout testing after the pins were straightened, the observed bent pins within the cable¿s 16-pin lemo connector could have caused the reported intermittent alarms to occur due to making an intermittent connection with the power module. The root cause of the damage to the cable¿s pins was unable to be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient connected the white power lead to the power module before going to bed, an intermittent sound began and did not stop. The patient contacted their ventricular assist device (vad) coordinator, and then only connected their black power lead to the power module and the sound stopped. The patient went to the hospital the following day and the power module patient cable was interrogated. It was discovered that pins in the power module patient cable were bent. The patient was given a new power module.